Event description:
It was reported that patient received inappropriate hv therapy. During ICD revision, when the pocket was opened; it was noted the lead dislodged from the ICD connector before the lead was unscrewed. The lead and ICD were explanted and replaced. Patient...

Event description:
It was reported that patient received inappropriate hv therapy. During ICD revision, when the pocket was opened; it was noted the lead dislodged from the ICD connector before the lead was unscrewed. The lead and ICD were explanted and replaced. Patient was discharged from hospital in good condition.

Manufacturer narrative:
The reported field event of unanticipated therapy was confirmed via review of stored electrograms. The device was tested on the bench and no anomalies were found. The df-1 connector blocks of the device were inspected. Minor damage was found, however, it was not the cause for the reported field event of a df-1 lead dislodgement. The cause of the dislodgement could not be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.